Event description:
It was reported that an implantable cardioverter defibrillator was explanted due to pain and discomfort. Generator was changed to a smaller device. No additional adverse patient effects were reported.